Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 23 times. The following information was provided by the initial reporter. The customer stated: "the tube cap is not attached tightly after filling the blood sample in an open system using a syringe."

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for decapping was not observed, as the photos do not show evidence of stoppers unseated on the tubes. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for decapping was observed. Eleven (11) out of twenty-nine (29) retentions samples failed the functional stopper pullout testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of decapping based on the retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA #(B)(4).

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 23 times. The following information was provided by the initial reporter. The customer stated: "the tube cap is not attached tightly after filling the blood sample in an open system using a syringe."

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for decapping was not observed, as the photos do not show evidence of stoppers unseated on the tubes. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for decapping was observed. Eleven (11) out of twenty-nine (29) retentions samples failed the functional stopper pullout testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of decapping based on the retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA #(B)(4).